Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was evaluated following the reported event of the controller not alarming when the flow reading was observed to be 0 liters per minute; however, it was determined that the cause of the event was unrelated to an issue with the controller. It was determined that the reported event was associated with a known issue with the heartmate system monitor; this is addressed further under the system monitor investigation. The reported event could not be correlated to an issue with the system controller. The serial number of the heartmate 3 system controller was not reported with the event. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient's system monitor displayed 0 lpm for complete loss of flow around 8:00 am. The patient was placed on inotrope support. Around 12:00 pm it was noted that there were no system controller alarms. The system monitor was inspected and found to be displaying 0 lpm however it displayed the current speed and pi to be 4. The system controller display was then cycled and now displayed a flow of 2.8 lpm and no active alarms. There was a suspected touchscreen malfunction, so the 'pbu' and system monitor were swapped out and once replaced they correctly mirrored the system controller parameters. Log files were submitted for review due to a concern for obstruction/occlusion however the log files captured no data that would suggest an obstruction. The event log displayed low flows where the low flow estimator dropped below 2.5 lpm. The pump also saw a reduction in blood volume. Log files also captured low flow events from 25feb2024 to 27feb2024 at time when pi was elevated. Related manufacturer reference number: 2916596-2024-01635 (pump) related manufacturer reference number: 2916596-2024-01636 (system monitor)

Manufacturer narrative:
B5: narrative information. D1: brand name corrected. D4: product sn corrected to unknown. D4: catalog number and UDI corrected. H10: related report numbers no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later found that the log files were not for this patient.